Manufacturer narrative:
As reported in a research article, an 83-year-old female patient with symptomatic severe aortic stenosis. It was reported on an unknown date, a 25mm navitor valve was chose for implant. Within a few minutes of the deployment of the valve, the patient developed persistent hypotension and vasopressors were initiated. Transthoracic echocardiogram (tte) anteroseptal hypokinesis and severe mitral regurgitation (mr) with a centrally directed jet from poor mitral leaflet coaptation. An intra-aortic balloon pump was placed, and tee showed mr improvement from severe to mild. It was reported the severe mr with ensuing cardiogenic shock was likely due to transient left ventricular dysfunction because of hypoperfusion from rapid pacing during bav and tavr deployment. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received from the article, the cause of the reported incident is likely related to procedural complication (due to transient left ventricular dysfunction because of hypoperfusion from rapid pacing during bav and tavr deployment). However, this cannot be confirmed. ¿literature attachment: article title "severe functional mitral regurgitation and cardiogenic shock after transcatheter aortic valve replacement".

Event description:
The article, "severe functional mitral regurgitation and cardiogenic shock after transcatheter aortic valve replacement", was reviewed. The article presented a case study of an 83-year-old female patient with symptomatic severe aortic stenosis. It was reported on an unknown date, a 25mm navitor valve was chose for implant. Within a few minutes of the deployment of the valve, the patient developed persistent hypotension and vasopressors were initiated. Transthoracic echocardiogram (tte) anteroseptal hypokinesis and severe mitral regurgitation (mr) with a centrally directed jet from poor mitral leaflet coaptation. An intra-aortic balloon pump was placed, and tee showed mr improvement from severe to mild. It was reported the severe mr with ensuing cardiogenic shock was likely due to transient left ventricular dysfunction because of hypoperfusion from rapid pacing during bav and tavr deployment. [The primary and corresponding author was george dangas, mount sinai fuster heart hospital, icahn school of medicine atmount sinai, one gustave l. Levy place, box 1030, new york, ny 10029, USA, with corresponding email: george.dangas@mountsinai.org].